Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was two photographs depicting a 4fr s/l groshong catheter. The depicted device was implanted. The connector was assembled but detached/broken from the implanted catheter shaft. The connector was observed to be detached from the catheter shaft, indicating that device damage occurred; however, inspection of the submitted photographs was insufficient to identify the cause or nature of that damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include sharp instrument contact and stylet damage. A lot history review (lhr) of rect2282 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that fluid leaks were found during the catheter maintenance at the following day after the catheterization. Flushed the catheter and found that the connection between the catheter and the extension tubing was fractured. No other information was provided.